Manufacturer narrative:
Section: h3, h6: the device was returned for evaluation. A visual inspection of the returned device confirmed the stated failure mode. A piece of the plastic tip on the device is broken rendering the device inoperative. The broken piece was not returned with the device. The device shows signs of significant wear and use. The contribution of the device to the reported event could not be corroborated. A medical investigation was conducted and confirms per case details, impactor tip cracked of during a tka surgery. Reportedly ¿no pieces fell inside the patient,¿ and the procedure was completed with an unspecified ¿change in surgical technique without any delay and no harm to the patient.¿ two photos of the returned device confirm the reported ¿implant tip cracked off.¿ however, per product evaluation, ¿the broken piece was not returned with the device.¿ the root cause of the reported breakage cannot be definitively concluded. Further patient impact beyond the reported device breakage and change in surgical technique would not be anticipated as there was no patient harm or surgical delay reported. Additionally, ¿no pieces of the device fell into the patient.¿ therefore, no further clinical/medical assessment is warranted. A review of complaint history revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this product and failure mode. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during a tka surgery, a journey ii bcs lck fem implant impact plastic tip cracked off. No pieces fell inside the patient. Surgery was completed with a change in surgical technique, without any delay. No harm to the patient as consequence of this problem reported.

Manufacturer narrative:
Internal complaint reference (B)(4).